Event description:
It was reported that the pt starting hearing strange sounds in the autumn of last year. He contacted the hospital to inform them about the problem at the end of (B)(6) 2012. He was seen at the hosp on (B)(6), 2012. The speech therapist at the hosp and med-el staff member carried out testing which showed that the device had malfunctioned. There is no report of any accident or trauma. The external equipment was checked and found to be ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.